Event description:
Pt was having cataract removal using the centurion phaco machine. The bss solution bag leaked while surgery was in progress. Solution was found on floor. Centurion machine indicated low fluid level.